Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the reported single leaflet device attachment (slda) appears to be related to the patient morphology/pathology (thin and fragile leaflets). The reported tissue damage appears to be due to the slda. Tissue damage is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The unexpected medical intervention was a result of case-specific circumstances as additional clips were implanted for stabilization and attempts to reduce mitral regurgitation (mr). There is no indication of a product issue with respect to manufacture, design or labeling. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is being filed to report the clip detaching from one leaflet and leaflet damage, requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was placed on a2/p2. A second clip delivery system (cds) was advanced and placed lateral to the first clip. During deployment, the clip detached from the anterior leaflet (single leaflet device attachment (slda)) and the anterior leaflet ruptured. In the physician¿s opinion, the slda was due to the thin and fragile leaflets. A third clip was placed lateral of the slda clip however after deployment it looked like the clip tilted. A fourth clip was placed on the lateral side of the first clip however mr was unable to be reduced and remained at 4. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.